Event description:
It was reported that an unspecified fluid was infusing, after 20 mls volume infused ,the user noticed a leak at an unknown location. The user changed out the set with the same lot and had no further issues.

Manufacturer narrative:
The customer¿s report of a tubing leak was confirmed. Visual inspection of the set noted a tear/puncture on the tubing. No other obvious damages or issues were observed. Functional testing confirmed leaking. The cause of the leak was due to a damaged tubing. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that an unspecified fluid was infusing, after 20 ml. Volume infused ,the user noticed a leak at an unknown location. The user changed out the set with the same lot and had no further issues.